Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, during procedure prepping, it appeared the prolieve catheter's anchoring balloon would not maintain pressure. The physician successfully completed the procedure with another prolieve thermodilatation kit. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."

Manufacturer narrative:
The lot number for the prolieve thermodilatation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. However, the lot number provided by the complaint, represents the prolieve catheter; a part of the kit. The device has not been received for evaluation, therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental medwatch will be filed.